Event description:
The hospital reported that during an ascending aorta and hemi arch procedure, the hemashield platinum wdv graft was explanted after bleeding occurred at the site of implantation. Approx 100-120 cc of blood was lost. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).